Event description:
Consumer reported complaint for unknown error message; customer could not recall the error message. Customer advised that she has blurry vision, increased urination and has been drinking a lot. Customer declined the need for any medical intervention at this time. During the call, a blood test was performed by the customer fasting and produced test result of 123 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/30/2025; product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: increased thirst. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 14-mar-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was feeling better but that she was still drinking a lot. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in follow-up call to ensure the customer's condition had improved - unable to establish contact with customer at this time.